Event description:
Patient with double lumen chest port (vad) had continuous chemotherapy infusion. Port flushed with brisk blood return noted. Needle removed intact. The insertion site began oozing blood tinged fluid, if area around the port was lightly palpated the fluid would continue to ooze. Patient sent for dye study. Port deemed cracked, needs to be removed. Patient admitted for treatment.